Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if any issues reoccurred.